Event description:
It was reported that the customer had no delivery alarm on the insulin pump. The customer's blood glucose level was 93 mg/dl. The customer was changing his set got a no delivery alarm during the fill tubing. The customer reported that the alarm was resolved by a reservoir change. The customer was unable to troubleshoot because the issue was resolved on his own. The customer request to return product. The customer is sending in equinpment for analysis, sending a canister and two replacement 2 paks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies and none were found. Occlusion test was completed as follows: the reservoir was filled with diluent and connected to a new infusion set, installed reservoir and connector into the insulin pump and performed pump manual prime. Saw fluid flow through infusion set and out of the catheter tip. Conclusion: reservoirs not occluded.